Manufacturer narrative:
After inital implant, patient was seen for post op check at 10 days. Right inplant appear fine, left implant had swelling and induration of the subcutaneous tissue near the port site indicative of infection. Patient treated for infection for several weeks and failed to improve infection. Implant removed, patient prescribed antibiotics. Infection resolved and patient reimplanted. Conclusion was determined to be surgical site infection.

Event description:
S/radical prostatectomy. Surgical site infection. Swelling and induration of the subcutaneous tissue near the port side indicated infection. Infection treated for several weeks, failed to improve. Implant removed and patient placed on antibiotics. Infection resolved and patient reimplanted on (B)(6) 2023.